Event description:
According to the reporter the ring mark was missing, which normally present in the endotracheal tube. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the distal end is missing the ring marks print defect its confirmed on (B)(6) 2023. Functional testing found that one sample of taperguard endotracheal tube part number: 18770s was received for evaluation, the sample was received outside its pouch, lot number of the tube is 23e1357jzx. It was reported that the device ring mark was missing. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.